Event description:
While surgeon using neptune waste management system during an arthroscopy, he noted that the unit was allowing backflow of suction waste fluid from the neptune waste cannister and was entering the wound from the shaver suction. The shaver was in the pt's knee joint when loss of suction was recognized. Everything was immediately removed. Upon pulling the suction tubing free from port, fluid continued to pour from the neptune filter port. Wound was irrigated with 9000cc of antibiotic irrigant and intraop IV antibiotics given. This machine had 2 previous pts contaminated fluids in the cannister. Pt was treated with home antibiotics for 2 weeks, hiv/hep prophylaxis and lab testing x 1 year. Stryker testing machine, found unusual piece of plastic in cannister. We had also not changed manifold properly.